Event description:
It was reported that tandem mobi pump issued cartridge alarms, including cartridge alarm 34, which led to interrupted insulin delivery and caused customer¿s blood glucose level to rise to 580 mg/dl. There was no additional information provided regarding any further impact to the customer¿s blood glucose level. Customer replaced cartridge, delivered a bolus using pump, and did not require emergency help, while technical support confirmed alarms, arranged shipment of replacement pump. Customer will continue to use current pump.